Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 117 mg/dl (aviva) and 303 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Reporter alleged obtaining the results of 69 mg/dl, 47 mg/dl and 256 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he was feeling sweaty and shaky which are hypoglycemic symptoms so he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.